Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a low spo2 failed to sound at the philips intellivue information center (piic) central station for a patient in position 6 in the cardiac surgery area. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.